Event description:
It was reported occlusion alarms intermittently occurred. Pump supplies were changed to resolve occlusion alarms. Additionally, it was reported that the pump time was incorrect. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level ranging from 303 mg/dl to "high" with high ketones; however, a specific value was not provided. Reportedly, customer did not update the time on the pump when entering new time zones which could have contributed to the elevated blood glucose. Customer was treated with intravenous fluids of saline and insulin while in the hospital to address the elevated bg. At the time of the call with tandem technical support (cts) the customer was still admitted in the hospital with the issue resolved and no permanent damage. The customer declined follow-up with cts to obtain release date. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer continued to use the pump for insulin therapy

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate.